Manufacturer narrative:
Concomitant product: 429688, lead, implanted: (B)(6) 2013.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing due to electromagnetic interference (emi) exposure which caused a lead integrity alert (lia) to trigger for non-sustained tachycardia and sensing integrity counter (sic). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.